Event description:
It was reported that the patient presented replacement of the left ventricular lead. During the procedure the physician was dissatisfied with the pacing morphology and removed the lead. The procedure was completed without a replacement lead. There were no patient consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported event of unspecified lv output issue was not confirmed.